Event description:
Modified information was received regarding the patient's date of death. No other relevant information has been received to date.

Manufacturer narrative:
B2. Death date and b3. Date of event; corrected information.

Event description:
Information was received that the patient's cause of death was assessed as being due to hypertensive cardiovascular disease and noted that the contributing factor was chronic obstructive pulmonary disease.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed. No information was provided on the relation of the vns to the patient's passing; however, the death was assessed as possibly related to the patient's medication and condition. No other relevant information has been received to date.